Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there was "restriction when retracting the spline and basket". The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Initial reporter phone number: (B)(6).

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone number: (B)(6).

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there was "restriction when retracting the spline and basket". The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. It was further reported the catheter was difficult to undeploy. The catheter was disposed of due to a patient infection.